Event description:
Related to MFR report # 2183959-2012-03046. It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc sling system on or about (B)(6) 2010 with the intention of treating her stress urinary incontinence. It was alleged the plaintiff suffered and will continue to suffer serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. Additionally, the plaintiff experienced debilitating and permanent injuries and damages, mental and physical pain, and permanent disability. The plaintiff underwent revision surgery on (B)(6) 2011 in which another miniarc sling system was implanted.

Manufacturer narrative:
(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.